Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and not available: did the patients post op care change as a result of enlargening the surgery cut or as a result of prolonged intervention time? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle pulled off from the thread when removing the needle. It was impossible to find the needle which was lost in the wall. The needle was retrieved by using intensifying screen. Extension of anesthesia approximately 30 minutes. No patient consequences.